Manufacturer narrative:
Upon return, the device underwent bench testing. It was determined that the AED was providing audible chirps but not voice prompts. Further review identified the AED was unable to power on and deliver a successful shock during testing. Further investigation identified the issue was attributed to as a corrupted flash.

Event description:
An international distributor reported a customer's AED will not speak. They reported this did not occur during patient use.